Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter entrapment on guide wire occurred. Vascular access was obtained via radial artery. The 4.00mm in diameter was located in the non tortuous and moderately calcified right coronary artery ( rca ). A non-bsc guide wire was advanced to the lesion. A 8mm x 4.00mm nc quantum apex balloon catheter was used for post dilatation of a stent. It went in on the wire but it stuck fast when on the way out. Physician had to remove the balloon and wire together. When they tried to reuse it. Physician stated "as if wire lumen 'shrank' on guidewire, or 'swelled'." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with an nc quantum apex shelf box, inner packaging pouch, hoop, product mandrel and protective tubing. The batch number on the packaging and device matched the reported batch. The product mandrel was partially in the wire lumen with the protective tubing partially over the balloon. The balloon was loosely folded. There was blood in the balloon. There were multiple hypotube kinks. The inner shaft was buckled 2mm proximal of the proximal weld. The inner diameter (ID) of the wire lumen was measured at the guidewire exit notch. The outer diameter of the product mandrel was measured with a calibrated snap gage and measured .0155. The device was soaked for approximately 8hrs in a bath of circulating water in an attempt to remove the mandrel from the lumen of the device; however, even after soaking, the mandrel could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a catheter entrapment on guide wire occurred. Vascular access was obtained via radial artery. The 4.00mm in diameter was located in the non tortuous and moderately calcified right coronary artery ( rca ). A non-bsc guide wire was advanced to the lesion. A 8mm x 4.00mm nc quantum apex balloon catheter was used for post dilatation of a stent. It went in on the wire but it stuck fast when on the way out. Physician had to remove the balloon and wire together. When they tried to reuse it. Physician stated "as if wire lumen 'shrank' on guidewire, or 'swelled'." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.